Event description:
It was reported that during a procedure utilizing third-party devices, an 8f-s prodigy catheter, and an 8f-s prodigy twist, a vessel dissection was identified. The physician was unable to determine the cause of the dissection. The treated vessels included the right forearm graft and the cephalic vein. There was no device malfunction reported during the procedure.

Manufacturer narrative:
The 8f-s prodigy twist was discarded and not returned for investigation. The manufacturing records confirmed the product met the design, manufacturing, and quality specifications. Based on the information provided, the cause of the dissection is currently unknown. There was no allegation against the 8f-s prodigy twist and no device issues reported during the procedure. As multiple devices were involved in the reported event, a related MDR was submitted for the same patient and incident under reference number 3014590708-2025-00035.